Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 120-405 mg/dl with vomiting. Customer went into diabetic ketoacidosis, and subsequently required assistance from their mother who gave them a manual insulin injection. Customer changed pump supplies to address the issue and resumed insulin delivery.